Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Pump problem. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a down stream pressure sensor failure. Device was unable to pass mock infusion testing without a service pump alarm. Log files confirm multiple failures with the dsps sensor. Device was opened to check for internal damage. One of the wifi boards has come loose and will need to be reseated. The retaining plate near the lever arm is cracked. Multiple screw bosses on the front housing are damaged. The set ID flex cable is damaged and will need to be replaced. One bag hook is missing. The carry handle for the device is damaged. The lip seals for the fva pins and lower loading pins were replaced.